Manufacturer narrative:
This report is submitted on january 23, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site, exposing the receiver/stimulator. Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6) 2024, to elevate and close the skin flap. The implanted device remains.